Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: where was the needle grasped (swage, middle, tip)? Unknown. Was an x-ray taken to verify the location of the needle piece? Yes. What size of the needle is retained in the right ventricular wall? 5-0 prolene c-1 (not sure if that is what you are asking). Was more than half of the needle piece retained in the patient? Unknown. This was described as suture broke off from the needle. Does the surgeon plan to return the patient for needle removal in the future? No. What is the surgeon opinion of the patient condition due to needle retained in tissue? Surgeon determined that attempted retrieval was not possible because patient had already been decannulated. The surgeon decided to leave the needle within the right ventricular wall. Surgery proceeded with no further complications. Do you have the other portion of the needle for return and evaluation? No. What is the current condition of the patient? The patient recovered well and was discharged to home.

Event description:
It was reported that an elderly male patient underwent a coronary artery bypass grafting on (B)(6) 2016 and suture was used. During the procedure, the suture broke off from the needle within the right ventricular wall. The needle could not be retrieved because the patient had already been decannulated. The surgeon decided to leave the needle within the right ventricular wall. The surgery proceeded with no further complication and patient remained stable. The patient recovered well and was discharged to home.